Event description:
It was reported that the device was not capturing readings.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-08700. The report was submitted in error.

Manufacturer narrative:
Other, other text: one device was returned for investigation. Upon visualization and test, the customers reported problem could not be duplicated. However, it was found that the battery cover was cracked and flow rate was adjusted.